Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 6.1; lab: 7.8. Date: (B)(6) 2010; inratio: 4.2; lab: ng. Pt had blood in his urine and was given vitamin k at the hospital.

Manufacturer narrative:
Investigation pending.